Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting.